Event description:
It was reported that the patient felt dizzy, and did not feel great and the implantable pulse generator (ipg) was unable to be interrogated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.